Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had no delivery alarm. Customer stated that they were not sure if the reservoir were working. Customer stated that they had high blood glucose of 426 mg/dl. Customer stated that they changed the reservoir and the event was resolved. No harm requiring medical intervention was reported. The sensor will not be returned for analysis.